Manufacturer narrative:
Insulin pump received button error alarm due to corroded keypad traces. Device received cracked case display window corner. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked reservoir tube. Device received with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm and the customer was unable to clear the alarm. Customer's blood glucose was 47 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.